Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the scs patient controller displayed a "no generator has been added' error message. Reportedly, the patient has unrelated neck surgery 3 months ago. Follow-up identified additional troubleshooting is pending with the company representative for further evaluation of the issue.

Event description:
Follow-up revealed surgical intervention may be undertaken as the next course of action to address the issue.

Event description:
Further information indicates the ipg was explanted and replaced to address the issue.